Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant. After procedure and successful discharge from the hospital, the patient was found to be pulseless and was taken to the hospital to be resuscitated. The patient's ICD was interrogated in clinic and revealed normal device function. The cause of the event was unable to be determined. The patient's condition was unstable but improving.